Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 30 mg/dl and food was consumed to address bg. Customer reported to have over-corrected and was due to the pump settings needing to be changed. There were no issues with the pump performance. Recommendation was made for customer to discuss event with a healthcare provider.